Event description:
It was reported that "when tightening the "locking bolt" through the cone body into the conical stem, excessive torque was used and the bolt snapped off at the head, leaving the distal threaded section within the body/stem combination."